Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 . Device evaluation: the device related to the reported event of deflation and particles in valve was received on april 04, 2024, with lot number 3556549. Based on the device analysis grid, the assessments of the complaint are: deflation: observed opening assessed as surgical damage. Particles in valve: yellow particles observed in the valve. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, a right side deflation. Device remains implanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 19apr2024.